Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement for end of service device diagnostic testing resulted in low impedance after connecting the new generator to the existing lead. It was reported that diagnostics were not performed on the previous generator so the status of the patient's lead was not known. It was reported that the lead was reinserted into the patient's new generator and device diagnostics again resulted in low impedance. The generator was disconnected from the lead and a test resistor was used and diagnostics resulted in low impedance again. It was reported that the generator had not been exposed to electrocautery and was stored in normal temperatures prior to opening. A new generator was obtained and connected to the lead. Device diagnostics with the new generator resulted in low impedance. It was reported that the surgeon indicated that the patient seemed like he was doing fine so decided to close the patient with the second generator. It was later reported that low impedance was seen at office visit with the neurologist. It was reported that four sets of diagnostics were performed which all showed low impedance. It was reported that the patient would be sent for x-rays. X-rays were taken and sent to manufacturer for review. Review of the x-rays did not identify an obvious cause of the high impedance. It was recommended that the patient undergo lead replacement surgery. It was later reported that the patient underwent revision surgery at which time a new generator was connected to the lead and again low impedance was obtained. It was reported that the surgeon did not plan for a lead revision and the new generator was not implanted. Only one of the unused generators has been received by manufacturer for analysis. Analysis is underway, but has not been completed to date.